Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced an elevated blood glucose (bg) level above (300 mg/dl) the customer took a bolus via the pump to address bg level. The customer stated to have over corrected the elevated bg level and experienced a low bg level of (65 mg/dl) the customer drank juice to stabilize bg level. Reportedly, the customer had changed the correction factors in the pump settings to address low bg as advised by clinical diabetes educator and has since experienced elevated bg levels range from (250-300 mg/dl) the customer took a bolus via the pump to address bg level. During the call with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level. Multiple attempts were made to try to confirm that the customers bg levels stabilize to target range. However, they were unsuccessful.